Event description:
A surgeon reported metal particles in approx twelve pts' eyes. The surgeon stated on the one day post-op visit, multiple dots of metal were noted in the anterior chamber of several pts. A two-handed technique was used during surgery, however, the surgeon reported the phaco tip does not touch other instruments. None of the pts were reported to have had issues or presented with inflammation. The surgeon is uncertain where the particles are coming from.

Manufacturer narrative:
A handpiece has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).